Manufacturer narrative:
The dia 5mm 350mm monopolar hook (cev225) was returned for evaluation: failure analysis: evaluation of the returned hook found that the coating was damaged. Root cause analysis: it was noted that the hooks have been sent for repair to a service provider other than integra after-sales service, on several occasions. An incorrect repair method may have been applied.

Event description:
A facility reported that the dia 5mm 350mm monopolar hook (cev225) have been sent to their service provider several times for repair due to small pieces of the sheath at the end of the hook breaking off. No patient injury or increase of surgery time occurred.